Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Information contained in this report was previously submitted through 410psr on 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "3 seromas" and "capsular contracture," baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. The patient reported left side "pain, red areas, concerned about alcl, 3 seromas," and "capsular contracture," baker grade IV. The patient additionally reported "extreme fatigue, experiencing lymphoma hodgkins cancer symptoms, seizure, memory loss;" these events are not related to the device. Device remains implanted.